Manufacturer narrative:
(B)(4). Dissection/perforation is listed in the IFU. Event is still under investigation.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions and the correct deployment procedure. Specific to this case, the IFU states "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance, vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." "Do not inflate the balloon in vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. Use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel." Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." The information available in the file, the device IFU, applicable quality engineering risk assessment, and complaint history were reviewed as part of the investigation. The failure mode assigned to this case is dissection/perforation of vessel. By report, the left common iliac artery was calcified and stenosed with a minimal diameter as small as 4mm, after placement of a body extension it was observed that the left common iliac was damaged. The placement of an additional stent was required. The device IFU warns to the dangers of using devices in occlusive, stenosed and calcified vessels, as was the case with this patient. It is likely that the patients' preprocedural stenosed anatomy and use of the device outside the IFU contributed to this event. Quality engineering assessed the risk in this case. The risk remains at an acceptable level with the inclusion of this event and the event was trended as moderate harm to the patient.

Event description:
A (B)(6) year old female patient underwent aaa repair on (B)(6) 2014. The patient has received dialysis due to chronic renal failure, so the vessels were calcified. The left common iliac artery was calcific and stenosed as 4 mm. The procedure consisted of placement of a main body and two iliac leg grafts. The iliac leg graft for the left side didn't expand enough due to the calcific and stenosed vessel condition. So the user strongly dilated the stent graft using a coda balloon. The physician thinks it damaged the left common iliac artery (1820334-2014-00530). By final angio, large amount of type IV endoleak was confirmed and it was resolved by placing a body extension which was inserted from the right femoral (1820334-2014-00521). Five minutes after placing the body extension, damage in the left common iliac artery was confirmed.. The damage was treated by placing 20 mm of another manufacturer's excluder leg and the procedure was completed (1820334-2014-00530). The patient has not shown problematic symptoms.